Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in which was reported through taiwan FDA. The customer reported that the clave additive port snapped off. It was not specified whether there was patient involvement or not, however, no harm was reported as a consequence of this event.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.